Event description:
It was reported that reproducible noise was observed on the atrial lead. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.final analysis found an insulation abrasion at 7.5 cm to 9 cm from the connector pin which exposed the outer coil. The abrasion was consistent with exposure to constant friction against another implantable device. This likely contributed to the reported noise.